Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer's mother reported hospitalization due to diabetes ketoacidosis. The current blood glucose reading is 208 mg/dl. The blood glucose reading at the time of the event was 307 mg/dl. Customer was vomiting and ketones. Customer woke up not feeling well. Diagnosed diabetes ketoacidosis. Hospital treated with insulin drip. Nothing further reported.